Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2013. Revision of knee components due to recurrent infections. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted the revision reported was likely the result of infection, which is addressed in the product labeling under general surgical risks.

Event description:
Index surgery: (B)(6) 2013. Revision of knee components due to recurrent infections. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.

Manufacturer narrative:
Device specific risks - fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Infection is a known risk in any total joint surgery. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the infection and subsequent revision, cannot be conclusively determined; however, it is most likely is related to the patient's underlying condition. This device is used for treatment not diagnosis.

Event description:
This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00356, 1038671-2017-00357 and 1038671-2017-00358.